Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a moderately calcified, mildly tortuous, de novo right common iliac artery that was 50% stenosed. The 7.0x100mm absolute pro stent was positioned at the lesion. The stent only partially deployed as an unusual feeling was noted at the proximal end of the stent. The device and stent were pulled out. At that point, the physician transferred the patient to surgery to treat the lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a definitive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.